Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer, and the fibers were wet. During visual examination of the sample, polyurethane (pu) was identified at the distal tip of the dialysate port on the cavity ID end. The returned sample was subjected to a laboratory leak test. An external leak was observed coming from the cavity ID end¿s dialysate port (at the location where the pu was discovered), at approximately 4.0 pounds per square inch (psi). Corporate adapter caps with o-rings to seal the port were used for the test. No other damage or irregularities were noted on the complaint device. A production records review was performed on the reported lot. In addition, a device history record (DHR) review was performed and found one previously reported complaint against the lot. That complaint addressed missing caps and no sample was provided. The complaint was unrelated to the reported dialyzer blood leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred a couple minutes into a patient¿s hemodialysis (hd) treatment. It was reported that the blood leak occurred as soon as the blood reached the top of the dialyzer, on the arterial side. There was no damage noted at the location of the leak, and the dialyzer was inspected for abnormalities prior to use and nothing obvious was seen. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and they tested negative for the presence of blood. The patient¿s estimated blood loss (ebl) was less than 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reportedly available to be sent back to the manufacturer for a physical evaluation.